Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The complete broken lcp olecran plate was received. The lcp olecran plate is broken through the first combi-hole. Marks and scratches on different locations on surface are visible. The cross section of the broken surface shows no irregularities. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications. The fracture face is homogenous, which indicates material conformity. The relevant dimensions at the fracture zone of the plate were as far as possible checked and found to be in compliance with the technical drawings and specifications. No manufacturing related fault could be detected. No manufacturing related issue was identified and/or confirmed. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. Unfortunately, as no detailed clinical information is available, the cause which has led to these circumstances cannot be determined. It is possible that the plate (area of combi-hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. There is no indication that any of the listed concomitant device (locking screws) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The screws show that the devices are in a used condition without heavy damage. The surface of these implants has wear marks. It is not possible to determine where it is coming from. It is possible that this can be traced during removal or a possible instability of the fracture situation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4) . Manufacturing date: october 30, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after a fall the patient suffered a displaced multifragment right olecranon fracture with comminuted radial head and radial neck fractures indicative of a complex monteggia injury. On (B)(6) 2016, the patient underwent an open reduction and internal fixation with an angular stable plate was indicated. Post-operative, it was reported the plate broke. It was reported there was no fall or external influences preceding the plate breakage. The revision procedure was successful.

Manufacturer narrative:
It is unknown when the device was explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) olecranon plate broke postoperatively. It was implanted on (B)(6) 2016. It was reported the patient needed a revision procedure, but it is unknown when that occurred. Reported concomitant parts: locking screw (part 413.0xx, lot unknown, quantity: 9). This is report 1 of 1 for (B)(4).